Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty to treat a compression fracture at t12. Intra-operatively, cement extravasation was confirmed "towards the superior inferiorintradiscal" space. The patient was asymptomatic and additional intervention not required. According to the report, the physician commented that "the event due to cement leakage was not related to the products because of technical factor." No other complications were reported.